Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels (310 mg/dl). Customer was in contact with health care provider to change pump settings. The customer was attempting to override a bolus to add an additional unit. Due to 6 units of insulin on board (iob), the pump would not allow additional insulin. During troubleshooting with tandem technical support, the override was performed successfully.